Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots had occurred. During a visual inspection of the pump, the battery compartment was found to be cracked. During investigation, the pump powered on with returned battery cap to audible tones only; no vibration alerts functioned and the display was blank. A leak test showed a leak at the display lens. Further testing was unable to be performed due to the blank display and moisture damage. The pump case was removed and evidence of moisture contamination was found throughout the inside to of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.